Event description:
This patient reported to the emergency department (ed) in early (B)(6) with a complaint the wound vac would not hold suction. Per review of the electronic medical records (emr), the patient (in the home setting) may have bumped or dropped the device, prior to loss of suction. The patient was treated in the ed, kci provided a new wound vac which was applied, patient was discharged to their home in good condition. The patient was not harmed. Manufacturer response for negative pressure wound therapy powered suction pump, activ.a.c. ¿ (per site reporter): a replacement vac was sent. Will contact vendor rep to notify device is ready for pick up.